Manufacturer narrative:
The carefusion failure analysis engineer evaluated the main pcba with missing j19 alarm connector housing and broken capacitor (B)(4). The capacitor is related to current command to turbine motor driver, installed in known good until powered on with received setting with no anomalies. Disconnected ac from unit and unit alarmed and displayed on battery power in top banner silence alarm and banner still displayed on battery power as intended. Reconnected ac and alarm reset normally and top banner cleared. Run in overnight with no anomalies, perform lamp test pass with no anomalies. Could not duplicate reported problem.

Manufacturer narrative:
The user facility evaluated the device and determined that the reported event was caused by a malfunctioning main board. The user facility was shipped a replacement main board to repair the device and return it to service. The alleged faulty main board was received by carefusion routed to the carefusion failure analysis lab and staged for evaluation.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep(s). "[Name removed] biomed called saying during pre pt use this vent was found to not have an alarm when unplugged from ac but it would still run on batteries without a running on battery alarm either. No audio or visual alarm or indicator light to show battery being used."

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation(s) with a user facility rep. (B)(4). The carefusion tech support specialist provided the user facility with several troubleshooting recommendations in order to determine if the issue was caused by a faulty main board. As of (B)(6) 2015 the user facility has not provided info regarding their troubleshooting results.